Event description:
The pt's cup and liner were removed due to an infections. This case is related to MDR (B)(4). Pathogen was identified as unspecified gram-negative rods. MFR ref #3005180920-2014-00114.